Event description:
The patient reported that she experienced blood glucose (bg) of 32 mmol/l. The patient reported that she gave herself exogenous insulin to correct for elevated bg. The patient reported that she experienced elevated bg immediately after site changes. The patient stated that she has been running an increased basal rate, .825 units changed to .925 units. The patient reported receiving an empty cartridge alarm on (B)(6) 2011 when the patient was not at home to change the cartridge immediately. The patient confirmed that there were no issues with leaks or air bubbles. The patient confirmed that she changed cartridges and sites regularly. The patient stated that she has been using only her abdomen for sites for (B)(6) and the patient confirmed that there was scar tissue present. The patient reported that she had red dots on the skin and the skin felt lumpy. Customer support concluded that there was no indication that the pump or supplies had malfunctioned and the elevated bg was likely due to scar tissue and possible need for settings adjustments. This report is made based on the allegation that the patient experienced hyperglycemia while using insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 12/23/2014 device evaluation: the device has been returned and evaluated by product analysis on 12/03/2014 with the following findings: there was no pump data from the time of the event due to continued patient use. A review of the total daily dose history for the available date range showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.